Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.

Event description:
It was reported that the tip came apart from the handpiece at the proximal connection during the course of a surgical procedure. There were no adverse consequences, no medical intervention and no delay reported.